Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) had to be charged frequently. The patient underwent a procedure wherein the ipg was replaced with a magnetic resonance imaging (MRI) compatible device. There were no reported complications postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.